Event description:
After approximately 6 hrs of iab therapy, alarms sounded. The iab was removed & not replaced. No pt injury or further complications occurred as a result of this event. No further details are available.